Event description:
Ventilator was on stand by. Dr disconnected the ventilator and went into the patient's room to break down the ventilator. I hit the power button to shut it off- I confirmed it would start to shutdown and then come back on. I tried several times and it would do the same thing. I notified someone in the equipment room.